Event description:
On (B)(6) 2019 - on two separate incidences occurred (in the span of 24 hours) for purple feeding extension tubes leaking milk onto the bed at the connection between the end of the ng tube and the feeding extension tube. There were no cracks or holes seen in the tubing and the connections seemed secure. The cause of both events are unknown, so we are tracking occurences to help spot trends. On (B)(6) 2019 - during shift handoff at 0600, infant enfit feeding tube enteral extension set was fosund to be leaking formula at patient side connector with a moderate amount of formula noted on burp cloth. Leaking was noted by both day and night shift rn's. Feeding extension set was changed and feeding continued without further leakage. On (B)(6) 2019 - feeding leaking from extension set. Second time this week. This is a replacement product due to a back order. On (B)(6) 2019 - feeding extension tubing leaked. On (B)(6) 2019 - enfit feeding extension tubing leaked.